Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that during a cranial procedure the customer stopped using an craniofx device because the knot failed to go down." Additional patient outcome and medical intervention information has been requested and when the information become available it will be forwarded over.

Event description:
The surgical procedure was a craniotomy for removal of hematoma. The surgical procedure was extended for some time, but not longer than 15 min. The failed product was replaced immediately. There was no health hazard to the patient. The failed product(ff017) was replaced with the same one.

Manufacturer narrative:
The implant arrived in a contaminated condition. The implant arrived blood soiled and with entangled threads. First we made a visual inspection of the implant system. Except the soiling we noticed no abnormities. The treads were all in the prescribed position and the roedor knot is intact. In the next step we tried to pull the thread through the knot. This was not possible (as in the complaint described). The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand the last three years. The root causes is most probable manufacturing related. The roeder knot seems tightened to firmly, so it does not work as intended. No CAPA is necessary.